Manufacturer narrative:
(B)(4). Batch #: x95343. Additional information was requested and the following was obtained: what is the surgeon¿s experience with the device? Very experienced. Did they insert and remove the g2 device from the trocar often during the surgery? Unknown. Can more information be provided about the potential fire? Was it flames or just a spark? Not sure? Reported that it happened intracorporeal and outside. What was the approximate size of the fire/spark? Unknown. What was the location of the end effector when the fire/spark occurred? Unknown. How was the spark/fire device cleaned throughout the procedure and how often was it cleaned? Unknown. How long was the device used before it sparked/caught fire? Unknown. Was the person who provided this complaint in the procedure? Yes but report went point person to where replacement product goes. Surgeon stated the device sparked inside the patient and outside of the patient when tested on the device. When the device sparked it was near the patients ureter. Procedure was converted to open due to fibroid size and not due to device failure. Per the initial device was removed due to the insulation coming off of the device near the articulation joint. Sales rep stated there were no adverse consequences reported for the patient. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when the tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. No product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot/batch x95343, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the tlh they started using a device and it caught on fire. They had to open the patient because they had fibroids. The surgery was still happening at the time of call.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2022 h1. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.